Event description:
Information was received indicating that a smiths medical medfusion pump had a clutch error. There was no reported adverse event.

Event description:
No patient involved; found during testing.

Manufacturer narrative:
Other, other text: device evaluation - the device was returned for evaluation. The event history log could not be downloaded due to a data error. The device was given functional and delivery testing; the device was found to pass all testing. The reported issue could not be confirmed.